Event description:
Patient stated they seem to be having trouble using the clave adapters and have spilled two bottles of medication already. No delay in infusion, patient still has medication on hand, the vials will be replaced. No further details provided. Unknown if patient experienced an adverse event, missed dose, or if product available for return. No further information provided.